Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had cracked battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer had symptoms such as nausea. The customer stated that there were 3 little cracks along the upper left window of the reservoir. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was assisted with the high pressure test and it passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.